Manufacturer narrative:
There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Transseptal access was done and lspv was isolated. During lipv isolation patient blood pressure decreased and pericardial effusion was noted. No deficiencies with any cardiofocus device were reported.

Manufacturer narrative:
The device serial # and lot # have been corrected. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Transseptal access was done and lspv was isolated. During lipv isolation patient blood pressure decreased and pericardial effusion was noted. No deficiencies with any cardiofocus device were reported.